Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Multiple supply changes were performed and the occlusion alarms continued. The customer experienced an elevated blood glucose (bg) level and a moderate ketone level for the past occlusion alarms; current bg level was 143 mg/dl. Manual injections were administered to address the elevated bg level. A system check was performed using the current supplies and the occlusion alarms were verified. During a follow-up, it was confirmed the customer resolve the occlusion alarm issue after performing multiple supply changes.